Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported ultrasound image issue. Based on the results of the investigation, a definitive root cause could not be determined; however, the following are the potential causes: ultrasound probe breakage. Ultrasound cable disconnection. Pc board failure. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable. During the device evaluation, a gap was observed between the tip cover and the adhesive part of the ultrasonic probe. The angle of curvature was out of specification due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The insertion tube was crushed due to external factors. The curved rubber had scratches, and the rubber adhesive was cracked and chipped. Scratches were observed on the insertion tube and acoustic lens, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report that no ultrasound image was displayed on the monitor. There was no patient or user injury reported.